Event description:
A cartridge alarm was reported by the caller, which resulted in an undisclosed high blood glucose level and required assistance from the caller's mother to administer a correction injection via mdi. Although the event did not cause any injury, ketones were present, but these were managed by the mother. Technical support decided to replace the pump and instructed the caller on how to store and return the faulty device. The caller was informed to program their settings and connect their cgm to the replacement pump, which was sent with updated software. The customer was required to return the pump within 10 days to avoid charges.